Event description:
During total laparoscopic hysterectomy the v-care uterine manipulator balloon was inflated, and the case continued. Later staff noted that the balloon was deflating. It was removed and replacement was obtained and placed into use. Case was completed as planned with no noted pt harm.